Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had insulin flow locked alarm on the insulin pump. Customer's blood glucose value was 250mg/dl. Troubleshooting was performed and changing the reservoir resolved the issue. Insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a paradigm insulin pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion:reservoir not occluded.